Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest in addition to the possible under expansion of the valve at the time of implant, the mechanisms list above and cardiac remodeling may have contributed to the worsening pvl, and plug subsequent placement 4.5 years post implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 26mm sapein 3 valve was deployed at a final 95:5 aortic/ventricular position by the transfemoral approach. Four (4) years and 5 months post implant, the patient presented with symptom. Echo was performed and a significant paravalvular leak (pvl) was observed. An attempt was made to re-dilate the valve in order to confirm full expansion. No difference was observed post re-dilation. A vascular plug was the successfully placed, reducing the pvl to trace. No other actions were needed. It was perceived that valvular calcification may have prevented the valve from fulling expanding at the time of implant, resulting in worsening pvl.